Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that experienced thrombocytopenia, recurring with a "probable" relationship to the impella device used: ¿the patient developed recurring thrombocytopenia during this admission. Admission platelets were too clumped to quantify. First quantifiable platelet count 68 k/ul (on (B)(6) 2025 at 0937), the patient developed reportable thrombocytopenia on (B)(6) 2025 at 2304 with a platelet count of 36 k/ul. Admission nadir platelets 13 k/ul (on (B)(6) 2025). Platelets were above reportable values briefly on (B)(6) 2025 with a count of 52 k/ul before dropping back down to 45 k/ul on (B)(6) 2025 at 0606. The patient again went above reportable values on (B)(6) 2025 with a count of 71 k/ul before dropping back down to 41 k/ul on (B)(6) 2025 at 1742. The patient remained below the reportable threshold for the remainder of their admission. They received two units of platelets on (B)(6) 2025, respectively. Heparin-induced thrombocytopenia assay was negative.¿ additionally, the patient also experienced recurring non-sustained ventricular tachycardia with a "probable" relationship to the impella device used: ¿the patient developed recurrent episodes of non-sustained ventricular tachycardia. The patient experienced many of these episodes upon any movement. Point of care echocardiography confirmed impella position. The patient's underlying rhythm was sinus with paroxysmal atrial fibrillation.¿. The cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.